Event description:
It was reported that an ilet device exhibited a persistent gray screen with a loading circle, rendering the screen unresponsive and preventing access to the main screen; the user placed the device on a charger with an illuminated charging light but experienced no recovery, transitioned to backup therapy, and a replacement was arranged. Symptoms included hyperglycemia with a reported maximum blood glucose of 301 mg/dl over several hours without loss of consciousness or other acute effects. Outcomes included temporary interruption of automated insulin delivery and patient self-administration of insulin; no professional medical intervention or hospitalization occurred. Investigation included review of the complaint details, verification of charging status, and initiation of device return logistics for evaluation and inspection of the returned device. Investigation of this device revealed a suspected display or user interface malfunction resulting in device nonresponsiveness consistent with a screen or controller fault. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the display or related electronics.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (screen unresponsive) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.